Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of the returned driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2020 on wo 93214. Approximately 20¿ of the external portion/distal end of the driveline was returned. Clear and pink tape was covering holes in the outer silicone jacket approximately 2.5¿, 6¿, and 8¿ from the controller connector. The silastic sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the green wire approximately 2.5" from the controller connector. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the green wire were exposed and some of the conductors were fractured. The insulation breach of the green wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The insulation breach of the green wire would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the green wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2015. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The implant kit was also shipped with heartmate ii lvas IFU section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file analysis observed additional driveline faults post repair. Multiple attempts were made to obtain additional information. However, no additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple alarms (pump stops and low speed advisories) which was suspected to be a short to shield. The driveline was reported to be twisted significantly. X-rays were taken which showed multiple areas of concern. A driveline repair was performed on (B)(6) 2020. No issues were reported post driveline repair. The treatment to prevent the twisting to happen again, the wife was instructed to use an abdominal binder to prevent the driveline from twisting. Unfortunately, due to the patient's dementia, they are not fully able to prevent this from happening again. It was also reported that the patient was experiencing low flow alarms. The alarms resolved when the driveline was repaired. The patient had no additional symptoms, the patient will continue with routine clinical follow-ups. No further information was provided.